Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, following the implant of both anchors of the altis, tensioning the sling was attempted by pulling the loop. The sleeve on the dynamic anchor separated, leaving part of the dynamic anchor in the patient. Due to the inability to tension the sling, the static anchor and sling were removed and a new altis was implanted successfully.